Event description:
It was reported to philips that the heartstart xl defibrillator failed to reach the appropriate charge level and showed an error message 00001 while attempting to shock a pt during cardioversion. Another device was used to shock the pt. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.